Event description:
According to the customer there has been an incident were blood was spilled through the plunger during purge of air. The user wore gloves during sampling and purge of air and did not get into contact with blood.

Manufacturer narrative:
It has unfortunately not been possible to identify the lot number. The syringe has been received at radiometer america for inspection, but the root cause has not yet been identified.